Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 599mg/dl, and she was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms. Instructed the customer to program a bolus of 0.2 units, and it appears in the bolus history. Assisted the customer to run the fixed prime test and the insulin did exit. Instructed the caller to remove the cannula, and it was bent and occluded. Suggested the customer to change the entire infusion set and reservoir. No further information was provided.